Event description:
Switched anesthesia machine from continuous mechanical ventilation to manual and the display screen went black and the machine shut off. Tried to reboot machine and it would not reboot.